Manufacturer narrative:
Maquet medical systems , USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was requested but not yet received. A supplemental medwatch will be submitted when additional information is received

Event description:
It was reported the product was used on a patient in which the act value was minimum 253. Lpm value was observed to fall from 3000 ml to 1000ml immediately. The device gave a pressure warning. User observed a coagulation in the oxygenator and replaced with another. Flow values were increased to 560 mm hg. According to the perfusionist, when they realize the reduction of the lpm they check the delta p value. Because the delta p value was 560, mmhg (initial value :20) they considered there may be an occlusion inside the oxygenator. (B)(4).

Manufacturer narrative:
(B)(4). The product was sent a second time to the complaints laboratory, and all four sides of the oxygenator were removed. The number of mats used in the production of the oxygenator was counted, and there were 54 on the gas side and 17 on the water side, as specified. No clots or any other signs of damage were found between the mats. The conclusion of the investigation was that the customer's reported issue could not be confirmed, and a production issue or product failure is not indicated. A search of the sap complaint handling database was also carried out on 2017-09-22 for the material number 70104.8127. The search returned only this complaint. A search of the trackwise complaint handling database was carried out on 2017-09-22 using the material number 70104.8127 and the search did not return any results. Based on the trending, a systemic issue is not indicated. A production issue or product failure is not indicated. There are various reasons for an increase in the p value, and based on the investigation of the product, it was concluded that a definite root cause cannot be established, but is most likely to be related to an application issue. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. No further investigation or action is warranted.

Event description:
Ref # (B)(4).